Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for aviva system 2. Reference medwatch with patient identifier (B)(6) for aviva system 1.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 19.0 mmol/l (aviva system 1) and 5.6 mmol/l (aviva system 2). The customer used the same strip lot on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.